Event description:
It was reported that the pt has lost approx 100 pounds; the leads have moved out of position and the device is not connected. The pt was experiencing 'traumatic pain' in her legs and they go numb, also pain at the lead and device site. The pt reported that the device has not worked for a 'long time'; requesting system removal. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).